Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with other. The customer reported a blood glucose value of 15.6 mmol/l. The customer reported the following led up to the event no troubleshooting was identified. The event involved product(s) mmt-1885. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The high-pressure test did not pass twice. The customer does not get any delivery into the body and the pump is not giving the insulin flow blocked alarm. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Pump memory does not show any absence of occlusion alarm. Thump software was utilized and uploaded trace/history files properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Unit may have had an intermittent failure not detected during our testing. The test sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Absence of occlusion alarm not confirmed during testing or in pump's memory. Unit was tested successfully. Exposed to moisture confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.